Event description:
The customer reported that the system displayed an invalid signal input error message and would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply and all circuit boards were replaced. The system was then found to be operating as intended.